Manufacturer narrative:
Samples of this product were received for investigation. The returned product was tested for protein level and extractables. The product appears to have been manufactured, washed, and leached properly as protein and extracts appeared normal for this product.